Event description:
Reporter indicated one day post implant; infection was noted at the bipolar lead site. The patient was prescribed antibiotics. The neck incision "has poured pus twice" after an initial treatment of antibiotics for seven days. The patient was then placed on a fourteen day course of antibiotics and a swab culture of the neck site was sent. The swab cultured resulted in streptococcus milleri growth. The physician reports that the infection has been resolved without explant of the device.

Manufacturer narrative:
Manufacturing records for the bipolar lead were reviewed, for sterilization. Manufacturing records for the bipolar lead confirmed sterilization for the device prior to distribution. Vns therapy system labeling lists infection as a potential adverse event possibly associated with surgery.